Event description:
The instrument was fired but the staples did not form properly and were still open. There was "important" bleeding as a result, and the surgeon had to manually suture the affected area.